Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the hospital feeling palpitations and unwell. Upon interrogation, it was identified that the rv lead had pulled back into the ra and was intermittently sensing af and inhibiting pacing. Programming changes were made. The physician decided to leave the device and will re-assess at next follow. No surgical intervention to be undertaken at this stage.